Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0204724101, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 code belongs to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the surgeon accidentally broke the anchor, therefore, the lead dislocated. The lead needed to be repositioned, after several attempts this did not work out, so a new lead was placed.

Manufacturer narrative:
Concomitant medical product: product ID: 3877-45, lot# 0204724101, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 10-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported lead migration/dislodgement during a spondylodesis. Intervention included an explant/replacement of the lead on (B)(6) 2019 where the lead were disposed of according to biohazard instructions. The entire system was reprogrammed on (B)(6) 2019 but also resulted in an in-patient hospitalization. Imaging was done to show that the lead migrated. The event was related to the device or therapy and not related to the implant procedure. During a surgical spondylodesis intervention, the lead migrated and the surgeon replaced another lead during that intervention. The issue was resolved without sequelae on (B)(6) 2019. Additional information received reported that during a surgical spondylodesis intervention, lead migrated because the anchor was damaged and therefore the lead migrated. During the surgery, the neurosurgeon replaced the lead by a new one. Patient didn't experience any of that and was programmed the day after surgery.